Manufacturer narrative:
Analysis of the lead revealed that visual inspection of the paddle lead showed it was cleanly cut into five pieces, approximately 52 cm from the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified aside from the clean cut. . A labeling review determined that the event of inadequate stimulation due to high impedances on the lead is a known inherent risk of the device as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation due to high impedances on the lead following a revision procedure reported in 3006630150-2023-05955. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation due to high impedances on the lead following a revision procedure reported in manufacturer report 3006630150-2023-05955. The patient underwent a lead replacement procedure and was doing well postoperatively.